Manufacturer narrative:
This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
Customer reported the extension set tubing separated at the pvc tubing-to-male luer engagement while in use on a patient. The separation caused blood to leak out. No patient harm or medical intervention was reported. No additional information was provided.